Event description:
Product was used in the study 2003-01. The report states there was superficial wound infection. The procedure was an exploratory laparotomy with bilaterial salphingo-oophorectomy in 2004. The incision was 11cm. Long and 3cm. Deep. The event was classified as moderate, not serious. The surgeon feels that the event is possibly related to the device. No cultures were taken to confirm diagnosis. The pt was treated with augmentin 825mg. Twice daily for seven days. Product was not returned.